Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/jan/2024.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a non-allergan implant.